Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had been wearing the lifevest on his hip and that the weight of the monitor caused him balance issues, a strained muscle, hip and back pain, and discomfort. The patient received an x-ray, and MRI, and a steroid shot from his orthopedist. The doctor reportedly told the patient that the lifevest enhanced the patient's hip bursitis but did not cause it. Follow-up indicated that the patient's pain remained.